Event description:
A warning stating "shock off" was sent by the home monitor on (B)(6) 2014 although this warning is actually dated (B)(6) 2014 (shocks were off on the day of implant; they have been activated after the implant). Reportedly, on (B)(6) 2014 shocks were on. Moreover, just after this interrogation, a follow-up report has been generated for no reason. The customer requested an explanation.

Manufacturer narrative:
(B)(4)

Event description:
A warning stating "shock off" was sent by the home monitor on (B)(6) 2014 although this warning is actually dated (B)(6) 2014 (shocks were off on the day of implant; they have been activated after the implant). Reportedly, on (B)(6) 2014 shocks were on. Moreover, just after this interrogation, a follow-up report has been generated for no reason. The customer requested an explanation.